Event description:
Rapid battery voltage decline with nominal use reported. The device was explanted and replaced. ICD lead malfunction was reported. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: the actual device was not received for evaluation. Performance data collected from the device shows it reached eri (elective replacement indicator) approximately 19 months after implant.